Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, a false alert for exceeded atrial tachycardia/ atrial fibrillation (at/af) burden was observed. The patient is stable.